Manufacturer narrative:
The local area field representative was contacted for additional information regarding event resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) stored atrial tachy response (atr) events containing farfield oversensing of ventricular pacing on the right atrial (ra) channel. Technical services (ts) discussed troubleshooting options and programming considerations, such as reprogramming atrial blanking after ventricular pacing from smart to increasing to 85 ms or 105 ms. This crt-p remains in service. No adverse patient effects were reported.